Manufacturer narrative:
The customer returned the meter and test strips. One native blood sample and one spiked blood sample were tested using the customer's test strips on the customer's h232 meter and an h232 meter used at the investigation site. The blood samples were measured on elecsys 2010. Results: mean of the measurements on cobas h232 from the customer: native blood sample: <50 ng/l, spiked blood sample (c=550 ng/l): 542 ng/l. Mean of the measurements on investigation site cobas h232: native blood sample: <50 ng/l, spiked blood sample (c=550 ng/l): 548 ng/l. Elecsys 2010 measurements: native blood sample: <3.00 pg/ml, spiked blood sample (c=550 ng/l): 540.1 pg/ml. The results of all measurements fulfill the requirements. The investigated material can be ruled out as a failure source.

Manufacturer narrative:
Expiration date was provided as 08/2017. This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for roche cardiac t quantitative troponin t quantitative on the h232 instrument. The troponin t quantitative result from the h232 instrument at 8:02 a.m. Was 556 ng/l. Later the same day a new sample was drawn and the troponin t high sensitive result from an e601 analyzer at 11:04 a.m. Was <5 ng/l. The initial sample was centrifuged and sent to the laboratory where the troponin t high sensitive results from the e601 analyzer were 3.12 ng/l on (B)(6) 2016 and 3.00 ng/l on (B)(6) 2016. On (B)(6) 2016 the initial sample that produced the 556 ng/l was repeated on the same h232 instrument and the result was 536 ng/l. No adverse event occurred. The meter and strips were requested for investigation. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
Other relevant history was updated. Expiration date was updated. Concomitant medical products was updated. The patient sample was submitted for investigation. The meter and test strips were not returned. Relevant retention material lot 12883810 was measured on a cobas h232 meter used at the investigation site with two native blood samples and one spiked blood sample. The blood samples were run on an elecsys 2010 used at the investigation site. The results of all measurements fulfill the requirements. One native blood sample was spiked with sample from the patient and was measured on a cobas h232 meter used at the investigation site with relevant retention material lot 12883810. The patient sample was measured on an elecsys 2010 at the investigation site. Based on the investigation results, there were no discrepancies between the results from the h232 meter used at the investigation site and the elecsys 2010. A specific root cause could not be identified for this event. The meter and strips have not been returned. Handling and application processes at the customer site have not been excluded as potential root causes.